Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that when she removes the reservoir from the pump, there is a little piece of plastic that comes off. The customer stated that it is either the reservoir or the connector cap. The customer will be sent a replacement reservoir.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing, and no occlusions were noted. No physical or cosmetic damage noted.